Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. On an unreported date, the patient experienced a break in aseptic technique further described as the patient did not wear a mask which led to peritonitis. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment for peritonitis event was not reported. Twenty days later, the patient passed away. The patient did not recover from the peritonitis prior to death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.